Event description:
In this event, pepgen p-15 putty was used to elevate the right maxillary sinus, six months prior to implant placement. After a six month healing period, an implant was placed into the grafted area with reported bone quality type IV. Healing was subgingival according to a two stage technique as the dr felt there was insufficient primary stability. The implant had clinical mobility with signs of infection and was explanted approx five months post-placement. The pt's oral hygiene is described as excellent. It is reasonable to assume that the dr felt the initial graft was integrating and was free from signs and symptoms of infection as he placed an implant into the grafted area, although it is possible there was an existing insidious infection from the initial grafting procedure or that infection was the result of the second procedure of implant placement. The use of antibiotics or prophylaxis is unk. Bone quality of type IV may indicate immature status of graft integration and the need for a longer healing period, while also considering the procedure was a sinus augmentation. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to dr and pt before the procedure is initiated and is dependant on many factors including the pt's age, sex, health, and social history (which appear to be unremarkable), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the information provided, it is not possible to determine if the implant, graft, technique, pre-existing condition (i.e. Infection), or pt compliance was the etiology of failure. The implant loss will be reported via asr. The device was not returned for eval and the lot # is not known for retained-product testing and/or DHR review.